Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.5, lab: 3.3. Pt's target inr is 2.5 - 3.5. Customer states meter has correlated well in the past, but has recently started running high. Her doctor has been adjusting her coumadin dose based on the meter readings.